Event description:
It was reported that the devic was used during a gastric bypass, the last 2 mm of staples were missing, a white reload because the tissue at the distal end from the anatomose was thinner. There was no apparent misfiring or defect on the anastomose. Upon recheck, the stomach was fully opened where that anastomose was performed without any logical reason. The surgeon had to make a hand gastrojejunostomy on the hole site. He performed the jejunum transection and the laterolateral jejunohehunostomy with the same device using two while reloads without any problem. There was no reported patient consequence.